Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports via phone that (B)(6) female was having a CT of the chest/abd/pelvis with contrast. I.v. Access was a 20 gauge angiocath in the left antecubital. Optiray 320 100 ml prefilled syringe loaded into the injector system. Injection protocol of 2 ml/sec for 100 ml at 300 psi. When the injection and scan were completed, the staff notice approximately 5 - 7 ml of air having been injected. Patient did not show any symptoms or have any complaints of pain or discomfort. No treatment was required. Customer did report the injector low pressure line was connected to the patient i.v. Tubing. They suspect the normal saline had run dry and could account for approximately 5 - 7 ml of air in the tubing which was not noticed prior to contrast injection.